Manufacturer narrative:
Patient sample was collected in a sst tube and centrifuged for 5 minutes at 3800 rpm. The sample was analyzed from the primary collection tube for the original and repeat results. The customer did not observe any visible fibrin in the collection tube after the initial result. Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. A system check performed on (B)(6) 2011 met specifications. Service was not dispatched for this event. A clear root cause has not been determined to date for this event.

Manufacturer narrative:
This follow up report is submitted to correct patient information. The number is changed from (B)(6) to (B)(6).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an elevated thyroxine (tt4) result for one (1) patient. The result was generated by a unicel dxi 600 access immunoassay system. Repeat testing of the sample on the same instrument generated a result within the normal reference range. The erroneous elevated results was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.